Manufacturer narrative:
It appears that the complaint sample was lost in transit. In the absence of the complaint sample, a lot history record was conducted and it was verified that all products in this lot were conforming to the required specifications when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this or similar complaints. This complaint is considered closed at this time. If the complaint sample(s) becomes available, this complaint will be reopened and the respective evaluation performed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Bactiseal catheter that appears to have a very small tear in it above the second depth marker. The account notified me (B)(6) and I had a replacement ordered on my sample account to replace. I did end up pulling another catheter kit from their shelf, because it had the same lot number (cpfcld) expiration (B)(6). Keep in mind the one kit is totally sterile never been opened, I just want to make sure on the lot number since they were the same. Dos (B)(6) 2013 and there was no patient harm and approximately less then 3 minutes in delayed surgery. (B)(4) additional information explained: no adverse event to the patient; delay was less then 5 minutes; surgeon noticed it during the procedure so the operating room staff opened another kit. (B)(4).